Manufacturer narrative:
Date of event is an approximate. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) began to leak urine again. The patient had an appointment with his urologist and the sphincter was activated again, now the device is working well. No further patient complications were reported.